Manufacturer narrative:
The reported events of lead dislodgement, failure to capture, r-wave amp variation and noise were not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. After cleaning, the helix can be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. Visual and x-ray inspections of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were found.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular (rv) lead exhibited loss of capture, noise oversensing and r wave amplitude variation. High ventricular rate episodes were also noted. It was also noted that the lead was dislodged. The lead was explanted. The patient was stable.